Manufacturer narrative:
During power up, the unit received pump error 43. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests or verify error 41 and no delivery alarms due to the pump error 43. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 43 alarm on event date 11/03/2024 16:38:00, 11/03/2024 16:38:17.000, pump error 41 alarm on 11/03/2024 16:38:00.000 and no delivery alarm on 11/03/2024 13:53:00, 11/03/2024 14:00:18.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor sensor cable during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay. In conclusion, pump error 43 during testing and pump error 41,43 and no delivery alarms in the pump history confirmed due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 41: this is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period , pump error 43: motor detected by reading an unexpected value from hall sensor, no delivery/occlusion alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-442ag, mmt-342. Troubleshooting was performed. The alarm was cleared successfully and rewind completed. Also passed self test. The customer reported insulin flow block past event, resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-442ag. No product return is required for mmt-342.